Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that during a dacryocystorhinostomy (dcr) procedure, a small ring dropped out from the handpiece. The doctor was unsure whether the ring was from the handpiece or the bur guard. The ring had been removed from patient. There was no intervention planned or performed as a result of this event. The procedure was delayed for 10 minutes and was completed using a back-up device. The patient was alive with no injury.